Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime warning on the insulin pump. There was no additional information provided related to the issue. This complaint is being reported because the reported issue was not resolved at the time of contact to animas. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.